Manufacturer narrative:
(B)(4). No samples of 454351/b2504346 were received for evaluation. This portion of the complaint cannot be determined. Received 1rk 454351/b250833s for evaluation. Received customer picture. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. This portion of the complaint could not be confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer provided a report of their greiner blue top tube rejections. Customer advised they experienced clotted specimens and overfilling with b2504346 and b250833s. They also advised of one hemolyzed b250833s tube. Update 17nov2025: the customer advised that lot b250833s is also short filling, an additional article has been added to the complaint.